Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that he spoke to the customer and the customer stated he was hospitalized due to having a heart attack. It was stated that the insulin pump was not delivering insulin and the customer's blood glucose was over 1100 mg/dl. Customer was in a coma for 5 days. The customer also reported having a low blood glucose event. Blood glucose value dropped to 26 mg/dl; the customer was sleeping and over delivered insulin. Customer declined assistance from the helpline.